Event description:
Reporter alleged that the inform base unit had melting around where the pins were located. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
On (B)(6) 2010, the customer initially reported a problem with the device and requested service. There was no reported pt involvement. On (B)(6) 2010, a 3rd party local philips rep reported that the device was evaluated and found not to be able to charge for defibrillation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.